Event description:
The customer reported to olympus that while using the bronchovideoscope, he experienced an issue with the insertion site bite. There were no reports of patient harm associated with the reported event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction found insertion tube's coating material was peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: bending tube had a dent, indication on connecting tube had a disappeared area, water tightness was lost due to a pinhole on the bending section cover, and connecting tube, the adhesive on the bending section cover had a chip, the connecting tube had wrinkles, the bending angle in up direction did not meet the standard value due to wear of angle wire, the connecting tube had a dent, the electrical connector had corrosion due to water leakage, and an abnormal sound was made due to damage on the angulation lever. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of device history records and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "insertion tube peeled off coating¿ malfunction would likely be stress of repeated use, external factors, or handling. The event can be prevented by following the instructions for use which state: 3.2 inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. Olympus will continue to monitor field performance for this device.